Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device was not functioning properly was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device was running a little loud but was still functional. During repair it was observed that the internal components were worn, corroded, and had some debris on them. The assignable root cause of this condition was determined to be due from normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the handpiece device was not functioning properly. During in-house engineering evaluation it was determined that the device was running a little loud but was still functional. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.